Manufacturer narrative:
The pump was received with no button response and a button error alarm due to a flattened act button dome switch. No unlocked keypad connector noted on the lcd board. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed with button error last night. The customer was watching tv when the pump alarmed. Troubleshooting was initiated for the button error alarm. The patient's blood glucose at the time of incident was 190 mg/dl. The customer's mother did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.